Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient had a hyperglycemic event while on the pump as a result of the pump losing power. The reporter stated that the patient had a blood glucose of 600 mg/dl with symptoms of nausea, abdominal pain, fatigue, and dizziness. The reporter stated that the patient self treated with insulin via injection. There was no physical damage to the battery compartment. The reporter alleged during troubleshooting that a new battery was put into the pump and it would not turn on. The patient discontinued pump therapy at the time of the call. The reporter stated that the pump's basal and bolus settings were altered by the patient's healthcare provider in relation to this event. This complaint is being reported due to the power issue not being resolved during troubleshooting.